Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Moreover, according to information received in the service report the device did not recognize the expiratory cassette. Replacement of the expiratory channel connector printed circuit board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Expiratory channel connector printed circuit board will not affect ventilation, as it is only measuring expiratory flow. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to expiratory channel connector printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).